Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and had to hold harder to get response. The customer's blood glucose level was unknown. They also reported that the gear was slower when priming, squirted insulin when priming the insulin pump intermittently, had nicks in top reservoir area. The insulin pump will not be returned for analysis.